Event description:
Abscesses at injection site; cellulitis at injection site; nodules at injection sites. Report received from a physician in 9/2004 regarding a pt with no history of autoimmune disease and no known allergies who received injections of hylaform twice in 2004 to the lips, nasolabial folds, and marionette lines. The pt was also treated with botox in the forehead and periorbital lines (no further info was provided). In 2004, 4 days after the second treatment, the pt experienced abscesses and infection at the treatment sites (specific sites not identified). The pt was treated with incision and drainage, a culture was performed on the aspirate with negative results (date unk), and antibiotics (type, route, and dose unspecified). The pt's family member who is a physician, has been treating the pt with hyperbaric therapy (no details provided). At the time of the report, the pt's condition was unk. Additional info was received from the physician in 9/2004. The pt experienced firm, tender nodules in the nasolabial folds which progressed to an abscess on the right side and cellulitis on the left side. Incision and drainage was performed on the right nasolabial fold in 8/2004. The culture of the abscess aspirate was performed in 8/2004 and the results were "no growth." The pt was on multiple courses of oral antibiotics keflex and cipro (dates not provided). At the time of the report the pt had not yet recovered from the abscess and the cellulitis. Qa investigation results: production and quality control documentation for lot# r0406 were reviewed. The investigation showed that the product met specifications at release and no associated non-conformances were noted.